Event description:
It was reported that the patient presented for a routine generator change procedure. During the procedure, the pacemaker header's set screws had to be drilled out as they were stripped. After successfully removing the leads, it was noted that the right ventricular (rv) lead's ring seal detached and was left stuck on the header port. The rv lead remained implanted, and a new pacemaker was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of difficult to remove the lead was confirmed. The device was returned for analysis. Analysis revealed there was blood accumulation in the v-connector port zones that the lead¿s front seal inserts into. The blood in these areas had a bonding effect between the inside areas of the connector port and the surfaces of the lead body (front seal). This made the lead difficult to remove. In this case the lead's front seal broke off the lead as the lead was being removed and remained inside the connector bore. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at time of implant. This is consistent with both procedural damage and unintended user error.